Event description:
It was reported that the patient presented to the emergency room with syncope. The patient's right ventricular lead exhibited failure to capture and high capture thresholds. The lead was explanted and replaced. The patient was in stable condition.